Event description:
During the index procedure a mo.ma ultra device was used to treat the right ica-cca. A stent was also used. It is reported that approximately 3 days post index procedure the patient had a stroke. The patient was hospitalised and received an infusion. Investigator has assessed that the event was not related to the device or the procedure. The patient is reported to have recovered.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (cva/stroke).